Event description:
The patient's IV site was initiated in the right wirst by the adult admitting area staff. Forty-eight hours later the site was found to have purulent drainage. The IV site was cultured and found to be positive for staph aureus. The patient was treated with an unspecified oral antibiotic and fully recovered. The report source indicated that the clinicians are not swabbing the clave prior to accessing the clave port as per the label instructions. The user facility is also investigating IV site preparation. Though requested, no additional information was provided.